Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the lead dislodged during implant while the physician was slitting the sheath. The physician used a new sheath to implant the lead and the initial sheath was removed and discarded. The lead remains in use. No patient complications have been reported as a result of this event.